Event description:
It was reported that a caregiver contacted support regarding elevated blood glucose in minors on their first day using the ilet, during which meal announcements were intentionally not performed as part of start-up, and the pump was expected to learn and correct glucose; the glucose rose after meals and the agent advised this response was normal given the lack of meal announcements. Symptoms included hyperglycemia. Outcomes included troubleshooting and education provided to the caregiver. Investigation included customer interview and review of device use and operating conditions. Investigation of this case revealed that the device functioned as designed and that postprandial hyperglycemia was consistent with unannounced meals during initial pump learning, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was cause unclear for hyperglycemia in the context of unannounced meals during early adaptation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.